Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info. The results of the investigation are as follows; quality investigation engineers completed a thorough investigation of the unit and found that the unit operates normally during functional testing: 80# torque knob tested good under pressure; rachet extension arm has no visible cracks; lock has a little rotational movement, but would not have caused slippage. The large starburst teeth show some wear, but are still functional and would not cause slippage. Rocker arm passes go nogo gage; all other components are functional. The investigative team was unable to duplicate or confirm the reason for the slippage of the unit.

Event description:
A mayfield skull clamp was involved in a slippage during a pt procedure. The reporter described the event as; during a surgical procedure the mayfield skull clamp loosened and hit the pt in the nose. The event resulted in an unspecified nose injury (no break or major damage to the nose). Add'l clinical info has been requested from the reporting facility.